Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation .

Event description:
As reported, approximately 5 months postop a left tsa, this male patient experienced a revision due to instability and dislocation. Only the humeral liner was changed. Patient was last known to be in stable condition following the event. Devices were disposed on by facility.